Event description:
It was reported to philips that the system went down and would not turn back on. The system was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.